Event description:
It is reported that on an unknown date that the device immediately gets hot and vibrates loudly. This is not for a warranty replacement. The device did not malfunction during surgery while being used on patient. No further information is available at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device was forwarded to service and repair; item was received heating up and vibrating loudly. Item is not repairable. The cause of the issue is unknown. There are no known ncrs associated with this part and lot number. This item was scrapped on (B)(6) 2013. Device was received on (B)(6) 2013. Placeholder.

Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The device history records show that the manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is an instrument and is not an implant/explant. The service history review states a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue.

Manufacturer narrative:
Part was received with no visible damages. Part was forwarded to the manufacturer for evaluation. It was found that the handpiece is defective and does therefore not work as required anymore. The exact cause of this occurrence could not be defined, therefore this complaint is indeterminate from a manufacturing standpoint.